Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to return the malfunctioning pump and a replacement pump with updated software was sent. The customer was instructed on how to store the pump and was advised to program their settings and connect their cgm to the new pump. The customer will use a manual insulin delivery method as a backup therapy in the interim.